Event description:
It was reported that: "the hydrogrip clamp insert was leaking a clear fluid.".

Event description:
It was reported that the device was explanted after implant duration of approximately 137.7 months. It was learned that the reason for explant was due to tricuspid regurgitation. The ring was explanted and replaced with a tissue valve.

Manufacturer narrative:
Device evaluation: customer report was not confirmed. Only the hydra33 insert was returned. No leakage was observed